Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on a remote monitoring transmission, crosstalk was observed on the right ventricular (rv) lead. The patient was noted to have palpitations. The rv lead remains in use. No further patient complications have been reported as a result of this event.